Event description:
On (B)(6) 2009, the patient reported that earlier today he tried to bolus 15 units of insulin via his infusion device and he received e4 (occlusion) errors. The patient was instructed to disconnect from his headset and prime through the tubing which he did without error. He reconnected to his headset and tried to bolus the remaining 8 units he needed but received an e4 after 4 units were delivered. He was instructed to remove his headset from his body, connect it to the tubing, and run a prime while disconnected and he received an e4. He stated the cannula was slightly bent. He stated he changed his headset this morning using an insertion device. The patient inserted a new headset and bolused his remaining insulin amount without error. Courtesy infusion sets and a guide to infusion site management were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.